Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having a shocking sensation every 15 minutes. They did not have any implantable cardioverter defibrillator (ICD) device. Log files were sent for review. There were no unusual events recorded in the log file event history. The patient had a shocking sensation every time they connected to new batteries. There were no alarms. The event log file contained clusters of pulsatility index (pi) events as well as routine power source changes. Additionally, the patient appeared to be sleeping on battery power. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults seen in the log file. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. On (B)(6) 2025 the patient experienced shocking sensations again. When inspecting the modular cable there was an area that was doubled over near the bend relief. When manipulated it produced the shocking sensations for the patient. No driveline power or communication faults were noted. The modular cable and system controller were exchanged, and the patient reported no further shocks.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing a shocking sensation was not confirmed. The reported event of damage to the modular cable was confirmed via analysis of the returned cable. Visual of the returned modular cable (lot number: 8894603) revealed that the outer jacket was bunching near the inline connector bend relief. Discoloration of the outer jacket, inline connector bend relief, and controller connector bend relief were also observed. The modular cable was connected to the returned system controller and a test pump and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Current leakage testing was also performed at the inline connector and the controller connector, and all values were found to be within product specifications. Following the electrical testing and operation of the modular cable on the mock circulatory loop, the outer jacket and underlying layers were removed to inspect the underlying wires. Inspection of the wires revealed that they were in unremarkable physical condition. No issues that would have resulted in the reported event were observed. The data in the downloaded and submitted log files did not indicate any issues with the modular cable that would have resulted in the reported event. The pump maintained a speed within the low speed limit without any issues while the driveline was connected. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 8894603, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on (B)(6) 2023. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use section 6 ¿ ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. The heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿, section 3 ¿ ¿powering the system¿, section 4 ¿ ¿living with the heartmate 3¿, and section 6 ¿ ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.